Event description:
The patient was diagnosed with pericarditis related to the placement of the atrial lead. The provided letter reports that the patient suffered from chest pain, nausea, vomiting and mild hypotension. Crp rose to 62 mg/dl. Moderate circumferential pericardial effusion with mild rv collapse. Acute kidney injury (aki) and hyponatremia in the context of pericarditis was also seen. New atrial fibrillation was seen. The patient was hospitalized and colchicine was given. The provided letter reports that for diagnostics ECG, tte and blood test were done. Fluids were given (aki, hyponatremia). Amiodarone was given and then exchanged with bisoprolol. Rivaroxaban was also administered. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.